Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The analyzer was reading 25 with a set of 35 cmh20. Both the machine and proximal cmh2o read out 35 on the ventilator. Verified no leaks in the circuit. The pse suggested the data acquisition (da) printed circuit board assembly (pcba) be replaced. The customer reported back the issue has been resolved by reseating the ribbon only two data acquisition (da) printed circuit board assemblies(pcbas)and gas delivery system were received for failure investigation. Root cause failure determined to be fault in u1 of airflow subsystem this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing pressure accuracy testing during preventive maintenance. There was no patient involvement.